Event description:
The user facility reported that the procedure was completed successfully. However, after one-two days, hematoma appears, and wound bleeding. The doctor had to apply manual compression to avoid bleeding. The estimated blood loss was less than 250cc. There was no patient injury and/or medical or surgical intervention required. Additional information was received on 28mar2025: the hematoma occurred on (B)(6) 2025. Procedure performed for the patient prior to closure with angio-seal was stent graft placement procedure. 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. Angio-seal provided hemostasis for the patient with no complications noted. The first day post angio-seal was good, however, the hematoma appeared in the second or third. The doctor solved it already with the manual compression. The patient did not experience any physical activity such as falling. No additional intervention was required aside from the manual compression reported, for the hematoma. The patient was stable and released from the hospital. The patient was not on blood thinning medication post closure, at onset of hematoma.

Manufacturer narrative:
. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint was confirmed for a potential hematoma. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).